Event description:
It was reported that during a meniscus surgery, after t1 was advanced, t2 was not found in the operation zone. T1 was already anchored secured, but it was removed from the patient. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been removed from the device. The trigger has been fully advanced indicating a complete deployment. No ts or suture remain on the delivery needle or were returned for examination. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: advancing the trigger during deployment of t1. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.